Event description:
It was reported that the patient presented in emergency room. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. Patient is in stable condition.

Event description:
New information noted that patient's atrial lead noise was over-sensed.